Event description:
It was reported that there was high impedances. It was noted that while in the operating room one lead was found fractured and the other lead was completely broken in two. It was noted that a neurosurgeon had to come and remove them surgically. It was noted that actions required as a result of the event included explant and replacement. It was noted that impedance testing and x-rays were completed. It was noted that the product issue resolved. It was noted that the patient was in need for an upgrade to an MRI safe unit. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included less than 50 percent therapy relief at the lead location. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 377745, lot# n0028128, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 377745, lot# n0028725, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: neu_tlock_anchor, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was lead fracture. The clinical diagnosis was not applicable. The outcome was resolved without sequelae. Interventions included surgical intervention. The neurosurgeon consulted to remove the segment of the fractured lead during replacement surgery for the lead. A segment of the fractured lead was unable to be retrieved by physician performing the replacement procedure. The etiology was noted as related to the device or therapy and not related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) which was connected to the lead. During a replacement procedure, an existing lead was fractured and unable to be retrieved by the implanting physician. A neurosurgeon was consulted to retrieve the lead during the replacement surgery. The neurosurgeon was able to successfully remove the lead. The patient was observed overnight.

Manufacturer narrative:
Analysis of the lead (B)(4) found that the stim lead body conductor was broken at the twist anchor site. Analysis of the lead (B)(4) found that the stim lead body conductor was broken at the twist anchor site.

Event description:
Additional information received reported that the subject was discontinued in olx with a date of (B)(6) 2012. Therefore the subject no longer has a valid consent and is not an ispr or psr patient. It was noted to follow up with the manufacturer's representative or healthcare professional (hcp) directly.

Event description:
Additional information received reported the entire system was replaced on (B)(6) 2014. The patient was seen on (B)(6) 2014 and her pain was well controlled ¿(2/10).¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they saw an error code when they entered MRI mode: 04707071010. It was determined that the patient may still have lead fragments activated. The patient reviewed that during their replacement surgery the lead had broken. The patient said that the neurosurgeon was in a different or, and they waited for them, but they supposedly got the lead out. The patient was directed to their hcp to determine if there were fragmented components still implanted, or if they were removed. No further complications were reported.